Event description:
During investigation, a subq leak was found in the catheter.

Manufacturer narrative:
This complaint of a leak in the catheter is confirmed. During functional testing, a spraying leak was observed emanating from the 16 cm depth marker. The partial break site is jagged and irregular with a cross sectional granular veneer. The break line is perpendicular with the central axis of the tubing. A definitive conclusion regarding the cause of the complaint incident is undetermined at this time. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of revb0766 showed no other similar product complaint(s) from this lot number.